Event description:
It was reported to boston scientific that an uphold vaginal support system was used on a procedure on (B)(6), 2013. According to the complainant, during the procedure, the capio carrier cut the suture and the needle remained in the capio device. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned capio suturing device revealed that the catch was slightly bent. One lead suture of one leg assembly was broken and the suture frayed. Cracks were present on the handle of the capio suturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific that an uphold vaginal support system was used on a procedure on (B)(6) 2013. According to the complainant, during the procedure, the capio carrier cut the suture and the needle remained in the capio device. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.